Event description:
It was reported that there was particulate matter (pm) observed within a 1000ml intravia container. After mixing oritavancin, it was observed that there was a floater in the bag which appeared like a string. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred in november 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photographic sample was received for evaluation. The returned photograph was reviewed, and it was noted a clear particle was inside the bag which looked like a strip. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.